Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported that the patient had their catheter replaced last week. No patient symptoms reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative. The pump system was explanted on (B)(6) 2016 and returned for analysis. It was noted that the entire system was explanted due to persistent leaking into the pocket site. Troubleshooting prior to explant included catheter revision, rotor study, and dye study. Results of the rotor study were normal, and catheter revision did not resolve the issue so the system was explanted. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
The system was delivering hydromorphone 4.0 mg/ml at 0.3499 mg/day, baclofen 150.0 mg/ml at 13.12 mg/day, and bupivacaine 10.0 mg/ml at 0.875 mg/day. Analysis of the 8784 catheter found that the catheter was improperly assembled by the user. The distal catheter body was not fully inserted into the pin connector, and leaking was seen at the pin connector. All codes apply to the 8784 catheter. Conclusion code no longer applies. Result code no longer applies.

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative. It was reported that the initial catheter revision took place on (B)(6) 2016. The results of the dye study at the time of system explant on (B)(6) 2016 were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.